Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: PMA/510(k): k923607, k926214 visual inspection of the actual sample found that the length of the fragment was approximately 8 mm. The total length of the main body of guidewire was approximately 3982 mm. The total length was approximately 3990 mm. The total length of the actual sample was confirmed to be within our control standards. Magnifying inspection of the actual sample found that there was stretching of the outer layer at the fracture of the fragment. Exposure of the core wire was observed at the fracture of the main body. The top surface of both fractures showed a twisted outer layer. No anomaly such as a scratch was found in other sections. Electron microscopic inspection of the actual sample found that wrinkles were observed on the outer layer near the fracture of both portions. The fractured edge of the outer layer of both portions showed a torn-like shape. There was a scratch near the fracture area of the fragment. From this, it was likely that the area near the fracture had been held by some hard object. Dimensions of the actual sample found that the outer diameter (undamaged part near the fracture) met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing history record and the product inspection record. No other similar report from other facilities was found in the past complaint file. Simulation test: from the condition of the actual sample, it was assumed that torque load and pulling load were applied to the actual sample. Based on this assumption, the following simulation test was conducted. A guidewire was held curved and exposed to continuous one-way torque load until a fracture of core wire occurred. Subsequently, torque load and pulling load were applied. As a result, the guidewire was fractured, and the following characteristics were recognized on the tested sample. A shape that looked like the outer layer had been torn off was observed at both fractured parts. The core wire was exposed at the fracture of the fragment. Stretching of outer layer was observed at the fracture of main body. The outer layer was twisted at the fracture surface of both portions. From this result, it was considered that the condition of the tested sample was similar to that of the actual sample. Based on the investigation result, no anomaly was found in the manufacturing record, the shipping inspection record, and dimensions of the actual sample. In this case, as one of the possibilities, it was considered that excessive torque load and pulling load were applied to the actual sample, which led to the fracture. The total length of the actual sample was within our control standards, and it was considered that there was no portion missing from the actual sample.. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during endoscopic retrograde cholangiopancreatography (ercp), the guidewire was used with mtw ercp catheter from abis. After repeatedly pushing and pulling manipulation at the occluded area, a fracture at the distal end was noticed. When the catheter was pulled out, the fractured piece of wire was extracted along with the catheter. It was replaced with another new one and the procedure continued. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. There was no residue in the patient, it was retrieved. The fragment was retrieved with a snare catheter.